Event description:
The facility's biomedical engineering department reported an infusion pump with a 715 failure code. According to biomed, the reported failure occurred during biomed testing. Biomed engineer stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.